Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the catheter was stuck on the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) and the popliteal arteries. A non-bsc guidewire and a 4-7mm embolic protection system were deployed distal to the target lesion. It was noted that the guidewire was not forming a loop normally near the guidewire gard. No error message appeared and the device continued to perform without a problem. The jetstream was ran for a total of 7 minutes. The catheter was difficult to remove from the proximal end of the sheath. The catheter was bonded to the guidewire and was unable to be separated. The wire was cut and the jetstream catheter was removed. No patient complications occurred.

Manufacturer narrative:
Age at time of event: 18 years or olderthis supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 04:36 pm CT.the report number is being corrected from: 2134265-2018-63896to: 2134265-2018-63313.

Event description:
It was reported that the catheter was stuck on the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) and the popliteal arteries. A non-bsc guidewire and a 4-7mm embolic protection system were deployed distal to the target lesion. It was noted that the guidewire was not forming a loop normally near the guidewire gard. No error message appeared and the device continued to perform without a problem. The jetstream was ran for a total of 7 minutes. The catheter was difficult to remove from the proximal end of the sheath. The catheter was bonded to the guidewire and was unable to be separated. The wire was cut and the jetstream catheter was removed. No patient complications occurred. Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter with a filter wire stuck in the device. The device and the catheter shaft were analyzed for damage. Visual analysis showed that the device presented damage in the form of the baton, infusion and aspiration lines being cut off by the customer site before the return of the device. It was noticed per the customers returned statement that the guidewire used during the procedure was an abbott embo-shield filter wire. This wire is not on the compatible guidewire list. The wire was pulled from the device with little effort; however, there was a slight restriction. Functionality could not be completed due to the customer site altered the returned product by cutting off the baton, infusion and aspiration lines. Inspection of the remainder of the device, revealed no damage or irregularities.